Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis, anemia, and hematuria. After the procedure hemolysis was diagnosed in the patient via bloodwork. No interventions were reported at this time, but the patient's stay at the facility was extended. The patient is reported to be "clinically fine now". The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.